Manufacturer narrative:
Device evaluation: it was originally reported in the previous medwatch report that the root cause of the malfunction was user error. Upon further evaluation, it was found that the cutter had broken from the 2mm diameter ball shaft rubbing on the inside diameter of the index end tube. It was determined that the cause of the shaft to rub on the inside diameter could not be determined. Therefore, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reliability engineering has completed the device evaluation. The assignable root cause was determined to be component damage caused by user error. It was determined that the cause of the ¿broken piece of cutter" was excessive lateral or side to side force. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cutter being broken inside the attachment device was confirmed. The external features of the returned cutter were visually inspected and observed that the flat of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. It was determined that the cause of this failure was user error. However, the investigation is still ongoing; therefore, once reliability engineering completes the evaluation of the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set-up, it was observed that the cutter device broke off inside the micro attachment device. It was reported that there was no delay in a scheduled procedure due to the event as spare devices were available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.